Manufacturer narrative:
Lens was returned in a biohazard bag should also have been included in initial medwatch report. Device code: 1401 should have also been included in initial medwatch report.patient's age: should be corrected to (B)(6) 1984 in initial medwatch report.(B)(4).

Manufacturer narrative:
The lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 12.50/+3.0/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and blurred vision. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.